Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the control-iq algorithm suspended basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was 40 mg/dl, and the meter bg reading was "high" (specific value was not provided); with high ketones that were identified as life threatening. As a result of the basal suspension, customer's blood glucose (bg) level rose to 580 mg/dl. Customer gave a manual injection to address bg level and went to the emergency room and admitted to the intensive care unit. Customer was treated with intravenous fluids of saline and insulin and was released from the hospital on (B)(6) 2023 wih the issue resolved and no permanent damage. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.